Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to svt detection. Analysis of the device memory had an observation relating to vt detection. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient received an inappropriate shock for an supraventricular tachycardia episode detected as a ventricular tachycardia episode. Programming changes were made and the device remains in use. No further patient complications have been reported as a result of this event.